Manufacturer narrative:
(B)(4).the devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6) and is a spontaneous report by a baxter-employed nurse from (B)(6) of a break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unreported date, a break in aseptic technique occurred further described as the patient made a mistake. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized. On an unreported date in (B)(6) 2011, the patient began remedial therapy with amikacin (500mg, once a day for two days, ip) and reflin (1gm, once a day, ip). The patient was recovering from the peritonitis. Dianeal therapy was ongoing. The nurse believed that the peritonitis was unrelated to dianeal therapy and the cause of the peritonitis was the break in aseptic technique. The nurse did not provide an assessment of causality for the break in aseptic technique in relation to dianeal therapy.